Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent remains in pt. Device issue: stent dislodgement. It was reported that balloon angioplasty was performed and the lesion was stented with a 3.0 x 15 mm multi-link vision in the proximal lad. It was noticed that there was still a lesion to be stented distally. While advancing the 2.75 x 18 mm multi-link vision stent delivery system (sds) to cross through the first stent, resistance was noted. After removing the sds from the pt, it was noticed that the stent was not on the delivery system, and the stent could not be found through fluoroscopy. Reportedly, there was no pt effect. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: it is possible that the stent may have been disrupted while trying to cross the deployed stent contributing to the dislodgement. The IFU states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system could be removed as a single unit. Ultimately the root cause for the failure to cross the stent dislodgement is unk.